Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that during implantation surgery, 1 or 2 electrodes seemed to be outside of the cochlea and that shortly after first fitting the electrodes 7 to 12 had to be disabled due to facial stimulation. In situ measurements shows fluctuating impedance values on electrodes 1 to 6.